Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical repair for a ventral hernia on (B)(6) 2009 and mesh was used. The patient experienced severe abdominal pain on (B)(6) 2011 and was admitted to the hospital, where he was diagnosed with a right lower quadrant abscess with infected mesh. The patient underwent a debridement of abdominal wall, removal of infected mesh, and repair of ventral hernia with a porcine biologic mesh and placement of a wound vac. The patient was placed on antibiotics for three weeks.